Event description:
Customer reportedly obtained results of 721mg/dl and 804mg/dl on the advantage system. Numeric reading range of device is 10mg/dl to 600mg/dl; values > 600mg/dl should display as "hi". No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.